Event description:
The carton label contains preprinted information that states that the product is thin wall eptfe vascular graft when the content is actually standard wall eptfe vascular graft.

Manufacturer narrative:
The device was received at the investigation site on (B)(4) 2010. It was confirmed that the label on the outer package and patient labels identified the device as an exxcel soft thin wall epfte vascular graft, however, the label on the inner blisters correctly identify the device as an exxcel soft standard wall eptfe vascular graft. Pir was created for batch 11423751. CAPA way043 was created to track the investigation of this event. (B)(4).